Manufacturer narrative:
Date of event: exact date unknown. It was reported that patient passed a few years ago. As the device involved in the complaint has not been returned a device analysis could not be performed. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient passed away a few years ago. No further information can be collected as patient physician is no longer in practice.